Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: (B)(4), model: sc-2218-50, serial: (B)(4), batch: 7073010/7078710.

Event description:
It was reported that the patient was feeling simulation in the chest even when the stimulator was off. The patient underwent an explant procedure. The explanted devices were discarded.